Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting. Upon troubleshooting, fse found the suit pc has a hardware malfunction. To resolve the issue, fse replaced the suite pc and reloaded the software. The defective pc was returned to philips for failure analysis and found a missing graphics processing unit card, a missing can card, and a missing ethernet card. After replacement of the suite pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.